Event description:
A malfunction was reported on the pump by the caller, displaying malfunction code 12. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on resetting the pump and assisted the caller in doing so; the malfunction did not recur and the customer was advised to continue using the pump, with instructions to report any future issues.